Event description:
A report was received that the patient's ipg is not providing stimulation anymore. The physician suspected device malfunction. The patient underwent an ipg replacement and reportedly doing fine following the procedure.

Event description:
A report was received that the patient's ipg is not providing stimulation anymore. The physician suspected device malfunction. The patient underwent an ipg replacement and reportedly doing fine following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaints of the device being dead and providing no stimulation were not verified. Upon receiving, the device was completely depleted, yet it was charged fully in one cycle without any issue. It cannot be determined when the device went into hibernation mode. The stimulation outputs were monitored on a scope for two hours with two known good leads connected. The outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. In addition, the battery tabs and fuse revealed no anomalies. The device exhibits normal device characteristics.